Manufacturer narrative:
The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred. The pod download data did not show any signs of struggle or pulse width increase that would indicate a failure to deliver insulin. No other damages or defects were found on the device during the investigation that would cause a failure to deliver insulin. Blood was observed on the adhesive pad, notable near the bottom housing window. During investigation, no damages or defects were found on the formed needle and the bottom housing that would cause bleeding/bruising at the infusion site. The actual cause of the reported bleeding/bruising could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 286 mg/dl while wearing the pod between 24 and 36 hours on the back. Patient also reported the presence of blood at the site. As treatment, pod was removed and manual injections of insulin were delivered. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).